Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was 22 mmol/l. Customer reports they received a critical pump error (open book image). Customer reported that insulin pump had crack and customer went to water. Advised pump will have to be replaced. Advised the customer to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. The insulin pump will not be returned for analysis.